Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported in 2210968-2021-05539 and 2210968-2021-05542.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 07/14/2021 additional information: h6 a manufacturing record evaluation was performed for the finished device batch pgp728 and no non-conformances were identified. Additional h-3 summary: eight sealed boxes (36ea) and an opened box with thirty packets of product code ep8704sl were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, fifty packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. Additional information was requested, and the following was obtained: - what tissue was being approximated or sutured when it broke? >> coronary artery - what was used to complete the procedure? >> the new one ep8704slh - were there any unexpected outcomes or complications as a result of the prolonged surgery time? >> take more time in operation about 5 min - was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain >> no - procedure name and date? >>CABG (B)(6)2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate date sent to the FDA: 07/14/2021 corrected information: d7a, d9 corrected h6 component code: g07002 ¿ reported condition not confirmed